Event description:
It was reported that a patient developed an oral rash/blistering after a functional impression procedure was performed using lynal. No intervention was required to treat the symptoms which resolved within several days.

Manufacturer narrative:
While it is unk if the lynal used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though complete testing results are not available as of this report. Evaluation results will be submitted as they become available. Please note that the patient involved in this event is different from the patient involved in the event documented under report number 2515379-2007-00175.